Event description:
Information was received from the patient's neurologist that the device's settings were adjusted during the visit that the vocal cord paralysis was discussed. It is not clear to the manufacturer at this time if the settings adjustment is related to the paralysis. No additional or relevant information has been received to date.

Event description:
It was reported that the patient visited an ent doctor due to hoarseness where it was found that the patient had a paralyzed left vocal cord. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's hoarseness has gotten a lot better. No additional or relevant information has been received to date.